Event description:
Healthcare professional (hcp) reports a pt reaction with the usage of a psn membrane. The pt had previously been exposed to this membrane without any reaction. However, due to a supply shortage, the dialysis center was not using the psn membrane for a 2 month period. When usage of the psn membrane was resumed, the pt was noted to have back pain and flank pain at the onset of the first treatment. The treatment was stopped at this time and the pt was changed to a cellulose acetate membrane without incident. No pt injury or medical intervention reported per hcp.